Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into abdomen on (B)(6) 2019. The patient¿s spouse stated that the patient felt low and passed out. He stated she felt clammy and was unresponsive. He carried her to the bedroom want waited for her to come to and stated the cgm was displaying 201 mg/dl, compared to a bg meter reading of 58 mg/dl. When she came to, she was provided juice and pain medication for the pain she experienced when she passed out and fell. At the time of contact, the patient was feeling dizzy. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.